Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that indicated that there was no difficulty advancing the dcs or guidewire during the implant procedure. The sequel from the stroke included dysarthria, memory disturbance, weakness of the right leg and and instability when walking. Per the physician, the stroke event was most probably not related to the guidewire or dcs.

Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: e vproplus-34, serial/lot #: (B)(4), ubd: 13-sep-2023, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was not returned and the valve remained implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve dysarthria, confusion, and hemiparesis of the right arm and right side neglect was observed. A brain computed tomography (CT) noted a subcortical temporal hypodense region. An acute embolic cerebrovascular accident was reported. This prolonged hospitalization. The stroke team was activated for the decision to treat with tissue plasminogen activator (t-pa). Intravenous (IV) medication was administered. As reported, the event resolved with sequalae 7 days following the valve implant procedure. Event was reported as possibly related to the delivery catheter system (dcs), valve, non-medtronic extra stiff guidewire, and as probably related to the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 h6. Method code added for the discarded dcs continuation of d10: product ID l-evprop34; product type: 0195-heart valves; lot number: 0011271659, product ID sentrant; product type: sheath; lot number: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the dcs insertion site was the right femoral artery. The sheath used in the implant procedure was a medtronic sheath (sentrant).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve dysarthria, confusion, and hemiparesis of the right arm and right side neglect was observed. A brain computed tomography noted a subcoritcol temporal hypodense region. An acute embolic cerebrovascular accident was reported. This prolonged hospitalization. The stroke team was activated for the decision to treat with tissue plasminogen activator. Intravenousmedication was administered. As reported, the event resolved with sequalae 7 days following the valve implant procedure. Event was reported as possibly related to the delivery catheter system (dcs), valve, non-medtronic extra stiff guidewire, and as probably related to the procedure. No additional adverse patient effects were reported. Additional information was received that the sequel from the stroke included dysarthria, memory disturbance and weakness of the right leg. Additional information was received that "minor" bleeding was observed from the right common femoral artery. Diagnostic tests were performed, but no results were reported. It was noted a blood transfusion was administered; however, the amount of blood transfused was not reported. Per the physician, the medtronic dcs did not contribute to the bleed, but the sheath (manufacturer unknown) had a causal relationship to the bleed. No further information was reported.